Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned within a non-stryker microcatheter. The stent was found to be stuck inside of the non-stryker microcatheter/hub. The stent was found to be deformed. The stent delivery wire sdw and stent introducer sheath were not returned. Stent deployed prematurely during use functional test is not applicable as it was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. There is no additional information provided with this complaint. It was simply reported that 'atlas stent got deployed when it was still in the catheter.' The stent was returned for analysis partially visible in the hub of a non-stryker microcatheter with the remainder of the stent present in the microcatheter proximal lumen. The stent was no longer loaded on the stent delivery wire (sdw). Once removed, the stent was noted to be damaged/deformed. The introducer sheath was not returned for analysis, and neither was the sdw. There is very little known about this event. However, one possibility is that the introducer sheath, which is designed to be a perfect fit when used with excelsior sl-10 or xt-17, was not a good fit with this unknown, non-stryker microcatheter. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. Alternatively, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. An assignable cause of procedural factors has been assigned to the as reported event of 'stent deployed prematurely during use' and 'as analyzed' events of 'stent deployed prematurely during use and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject stent got deployed when it was still in the catheter. No other information is available.

Event description:
It was reported that the subject stent got deployed when it was still in the catheter. No other information is available.